Event description:
It was reported that the cartridge had difficulty moving along the guide tracks. There was no adverse impact to the customer's blood glucose level. The customer inspected the pump and pneumatic tap area, finding no damages or debris; however, the original cartridge couldn't be reloaded. With assistance, the customer filled a new cartridge, followed the on-screen instructions, and successfully completed the load process, allowing insulin therapy to resume.